Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported having injected a patient in the perioral lines above the upper lip with 0.5 ml of juvéderm volbella® xc. Over 8 months later, the patient was injected in the marionette and lower nlf with 1 ml of juvéderm vollure¿ xc. The patient was pre-treated and post-treated with ice. About 2 months and a half later, the patient presented slight swelling at the corners of the mouth. About a month later, there was ¿significant inflammation and nodules¿ around mouth and swelling under the eyes where the patient was not injected. On this day, the patient was prescribed keflex® and the patient began taking antihistamine with cold compresses. The patient was also injected with 1.5 cc of hylanex®. The patient was seen again 4 days later and was started on prednisone for 7 days. 6 days later, the patient was seen; the patient was much better but was started on medrol dose pack and treated with hylanex® to the upper lip. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00299 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc, also a device manufactured by allergan.